Event description:
Customer reporting (B)(6) using mts monoclonal rh cards lot # 091113048-01. According to customer, sample was initially tested on provue using mts abd/rev gel cards, and the anti-d reacted ("? To 1+) and was reported as weak d positive. Manual gel testing indicated 2+ reaction with anti-d. Tube testing for the (B)(6) at immediate spin phase. (Customer sop does not test for weak d in tube method). Customer suspects the female patient in question could be a d variant. Customer is concerned with variation of reaction using the different gel cards, mts abd/rev vs. Mts monoclonal (indicated that both types of cards have the same clone for d, hence the reactions should be similar). After discussion with ocd, patient sample will be send for molecular testing. Results may not be shared with ocd. Customer has no details on patient's history: only to say patient is pregnant. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU cards /cassettes/ storage condition temperature: as per IFU visual appearance before use: acceptable reagent red blood cell storage and handling: as per IFU ocd reviewed the IFU for the mts abd/ rev reagents and clones used. However, the concern is difference in reaction .discussed the variability of the d epitope as detailed in the aabb technical manual. All reagents used passed qc and no other patients tested to date exhibited discrepancy. Customer reporting incident for documentation cts recommended the patient be phenotyped using molecular methods. Customer is satisfied with the discussion provided and its documentation.

Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).